Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system- serial or lot #: (B)(6). H3: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the pump's device history record confirmed that the associated device met all requirements prior to release. A review of the controller's device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination of the pump revealed abrasions on the lower housing ceramic surface and matching inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Based on an internal investigation, abrasions are a result of external factors and have no effect on the pump¿s performance. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Internal visual inspection of the controller did not reveal any anomalies. Log file analysis revealed several increases in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters above normal operating range. In addition, one hundred and sixteen (116) high watt alarms logged since (B)(6) 2024 and one (1) low flow alarm was logged on (B)(6) 2024. Log file analysis also revealed four (4) controller power up events with associated pump start events logged on (B)(6) 2024 at 07:16:45, on (B)(6) 2024 at 09:18:53, on (B)(6) 2024 at 17:18:12 and on (B)(6) 2024 at 12:29:16, indicating losses of power to the controller. The controller was without power for thirteen (13) seconds, fourteen (14) seconds, thirteen (13) seconds and fifteen (15) seconds, respectively. No anomalies were recorded leading up to the losses of power. Log file analysis additionally revealed several increases in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters above normal operating range. In addition, one hundred and sixteen (116) high watt alarms logged since (B)(6) 2024 and one (1) low flow alarm was logged on (B)(6) 2024. Of note, information provided by the site indicated that the patient was treated with bivalirudin drip. As a result, the reported high power and controller loss of power events were confirmed. The reported occlusion event could not be confirmed due to insufficient information. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power event occur due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary were revised. Serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the pump's device history record confirmed that the associated device met all requirements prior to release. A review of the controller's device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination of the pump revealed abrasions on the lower housing ceramic surface and matching inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Based on an internal investigation, abrasions are a result of external factors and have no effect on the pump¿s performance. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Internal visual inspection of the controller did not reveal any anomalies. Log file analysis revealed several increases in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters above normal operating range. In addition, one hundred and sixteen (116) high watt alarms logged since (B)(6) 2024 and one (1) low flow alarm was logged on (B)(6) 2024. Log file analysis also revealed four (4) controller power up events with associated pump start events logged on 04/nov/2024 at 07:16:45, on 07/nov/2024 at 09:18:53, on 13/nov/2024 at 17:18:12 and on 14/nov/2024 at 12:29:16, indicating losses of power to the controller. The controller was without power for thirteen (13) seconds, fourteen (14) seconds, thirteen (13) seconds and fifteen (15) seconds, respectively. No anomalies were recorded leading up to the losses of power. Log file analysis additionally revealed several increases in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters above normal operating range. In addition, one hundred and sixteen (116) high watt alarms logged since (B)(6) 2024 and one (1) low flow alarm was logged on (B)(6) 2024. Of note, information provided by the site indicated that the patient was treated with bivalirudin drip. As a result, the reported high power and controller loss of power events were confirmed. The reported occlusion event could not be confirmed due to insufficient information. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. Even though this CAPA is now closed, (B)(6), falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient with a history of non-compliance with their medical plan presented to the hospital with elevated lactic acid dehydrogenase and high watts, indicating potential issues with the vad. Additionally the controller was exhibiting loss of power. A bivalirudin drip was initiated to address a possible thrombus, but the thrombosis was not resolved. Consequently, the patient was scheduled for a pump exchange to the competitors device. The exchange was performed.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:30-apr-2024  /serial or lot#:  (B)(6). D9: no h3: no h4: mfg date: 12-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.